Event description:
It was reported that a large volume folfusor leaked from the luer. The threads of the winged luer cap were misaligned and leaked despite not being able to tighten further. The leak occurred while the device was being delivered from the pharmacy before the nurse connected the pump to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 16, 2023 ¿ october 18, 2023. H11: the device and photo sample were received for evaluation. The blue winged luer cap was observed to be crooked from the photo. A crooked blue winged luer cap indicates the cap was not properly closed and therefore the cap threads were not properly aligned to the threads of the white flow restrictor which would result in leak. The product label (IFU, instructions for use) indicates, "ensure that the winged luer cap is securely connected after filling and priming." Visual inspection on the returned components noted the blue winged luer cap was not crooked nor misaligned. The blue winged luer cap must have been adjusted by the sender before it was returned to the baxter plant for evaluation. When the plant received the component, the blue winged luer cap was noted to be securely closed on the white flow restrictor. The cap threads were not visible. Both the blue winged luer cap and the white flow restrictor were visually inspected for evidence of threads defect, damage or abnormality. However, no evidence of threads defect, damage or abnormality was found. The threads from the blue winged luer cap and the white flow restrictor were observed to be in normal condition. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was that the blue winged luer cap may not have been properly closed during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.